Event description:
Customer's mother reports back to back testing on the same meter while using the aviva system with results of 60mg/dl and 100mg/dl. No quality controls were run during the call. No adverse event reported. Mother threw strips away; a replacement was sent.